Manufacturer narrative:
(B)(4): evaluation: method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a competitor's lens in the morning. The competitor's lens was explanted later in the day and the surgeon decided to implant a cq2015a collamer aspheric three piece lens. The lens was inserted into the eye. The lens would not center correctly. Noticed the loop haptic was kinked. The lens was removed, no widened incision and no suture used. No pt injury. The surgeon implanted a 3-pc silicone lens.